Event description:
An 85 yr old with 3rd degree heart block was implanted with a guidant/cpi pacemaker. In 1999, he was seen in md's office for routine follow-up of his pacemaker. Staff recognized pt in third degree heart block and determined pacemaker was not functioning. This presented itself as inappropriate pacemaker function with no apparent output and the inability to communicate with the device through telemetry. The pt had replacement of pacemaker generator and was discharged the same day.